Event description:
It was reported that all electrode impedances were greater than 3600 ohms with all reference electrodes. It was noted that group z was greater than 3600 as well (taken at 5.8v). The reporter noted that the patient was still getting some stimulation, but only at higher voltages. It was noted that the patient noticed the change 5-6 months prior to the report. The reporter noted that the patient started to feel stimulation at 5v or so but it sometimes needed to go up higher to feel stimulation. The patient used to feel stimulation at around 2v. It was noted that the stimulation coverage was the same. No falls or trauma was associated with the change in stimulation. The reporter was notified of the stimulation change two days prior to the report. It was further reported that the patient was doing fine. It was noted that the patient was going to have the system explanted and a have a new system implanted. No other diagnostics were performed outside of doing the impedance checks and calling technical services. No other malfunctions were determined. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3708320, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 389033, lot # j0237063v, implanted: (B)(6) 2003, product type lead. (B)(4).